Manufacturer narrative:
The replaced power pcb was further evaluated by stryker. The root cause of the reported issue was determined to be a shortened protection diode, cr20.

Event description:
A customer contacted stryker to report that their device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio control evaluated the customer's device and verified the reported issue. After the replacement of the power pcb assembly, a proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
A customer contacted stryker to report that their device would not power on. There was no patient use associated with the reported event.